Event description:
It was reported by the customer that once the catheter was inserted, the catheter was separated from the barrel. The catheter was able to be removed from the patient. The catheter was barely out of the skin and still in the vein. She was able to remove it. No information was received regarding any serious injury as a result of this product issue.